Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, before the patient underwent cranioplasty, intracranial pressure needed to be reduced using a lumbar external drainage and monitoring system. After decompression was completed, the lumbar external drainage and monitoring system needed to be removed. During the removal process, the doctor found that the drainage tube, which should have been completely removed, broke, leaving about a 15 cm segment inside the patient's body, which could not be removed by conventional means. After communication with the patient's family, the surgical team decided to surgically open the site to retrieve the remaining part of the lumbar external drainage and monitoring system. Postoperatively, the patient was returned to the ward for further wound observation. In this event, due to breakage of the drainage device, a surgical incision was required at the placement site to remove the remaining segment.